Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with mental status changes and expressive aphasia and the diagnosis was an embolic stroke. The system controller log file showed that the pump operating parameters were normal. Medication was administered and fluids were given. The pt's garbled speech was improving. Left-sided infarct was confirmed from a CT scan. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.